Manufacturer narrative:
(B)(4). Date sent: 3/17/2023. D4: batch # v96705 investigation summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the b11lt device was returned with the universal seal latch to the obturator and with the stability sleeve assembly with the housing component. In addition, the housing cap, latch ring, duckbill and stopcock assembly were returned inside a plastic bag. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown surgery, when the trocar was placed, it got split into different parts. Procedure completed successfully. No patient consequences.

Manufacturer narrative:
(B)(4). Batch # unk a manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Additional information was requested and the following was obtained: "1. Please provide more details about statement: ¿during surgery when the trocar was placed, it got split into different parts¿ did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? 2. Please provide more details about statement: ¿new one was opened it was already broken¿ :1. As per the information from the nurse no parts were fallen in the patient. Were the obturator handle locking buttons broken? Was the stopcock valve damaged? Was the outer seal damaged or the outer seal release lever? Did the trocar sleeve was broken? Please confirm which portion of the trocar was broken. : 2. The entire trocar including the stopcock valve and the sleeve was in multiple pieces as per the nurses." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.